Event description:
The customer reported that while moving the cot from the street onto the pavement, one of the wheels (back, right hand side) broke off the cot. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Evaluated by customer. MFR's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.